Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the allstar guide wire was advanced to the distal diagonal coronary artery and post-dilatation was successfully performed. The procedure was completed and all devices were removed from the guide wire. When the guide wire was removed, there was resistance and the guide wire tip separated. An attempt was made to snare the tip, but the vessel was very narrow at that point. The tip was not embedded in the vessel, but it had lodged in a very constricted area. The decision was made to leave the guide wire tip in the patient anatomy. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported separation was confirmed although difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported patient effects appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).